Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v batteries draining unevenly and faster than expected were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded as well as submitted for review. The log files spanned approximately 20 days (16may2020 ¿ 05jun2020 per timestamp). Throughout the log file are lower than the expected ~16v bus voltages with voltages as low as ~12.7v and faster decreasing of the rsoc voltage on the black power cable while connected to 14v battery power. These low voltages triggered multiple atypical low battery advisory and hazard alarms which cleared after the patient changed their current 14v battery. During this event the rsoc voltages would fluctuate and decrease to low voltage levels over short periods of time. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested and higher than expected resistances were observed on each individual wire of the black and white power cables. The controller was able to support pump function for an extended period without interruption despite the higher resistances. The root cause of the reported event was determined to be from conductor breakdown in the power cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the batteries were depleting fast despite cleaning connections and changing batteries. A log file analysis showed that there were odd strings of low voltages on both the black and white leads. The controller was exchanged. The issue resolved after the controller was exchanged.